Event description:
It was reported that the device reported a power on reset (por) due to write to locked ram and approximately a month later a por due to a critical ram parity error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.